Event description:
We received a complaint from a distributor in (B)(4) stating that the 0.5 m humidifier connection tube was missing from a rt105 breathing circuit kit. The alleged deficiency was found when the breathing circuit bag was opened. The device was not used on a pt.

Manufacturer narrative:
This report was prepared by (B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a distributor in (B)(4). The product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the complaint device was not available for eval, however, a photographic image indicating the missing part was supplied. Results: our records indicate that this was one of three complaints of missing components received for the given lot number. The component was most likely omitted during our packing process. Conclusions: the device was out of spec. We have received other complaints of missing components with an occurrence rate of (B)(4) for the last year. We have an open CAPA project to address the issue of components being omitted during the mfg process.